Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. He customer's blood glucose was 525 mg/dl. Elevated bg was address by correction injection via manual injection. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarm was cleared. Additionally, it was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue and resume insulin delivery.